Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was damaged and leaking. During right atrial flutter ablation a decanav used to create map of right atrium and the vizigo was inserted into patient and leak at valve was noticed by physician. There was fluid leaking from the catheter onto the patient table at the level of the valve. There was no obvious damage so it was determined by the physician that there was damage to the valve when the dilator was inserted. The vizigo was replaced and the procedure continued. No patient consequences were reported. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 10 ml. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-apr-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).